Event description:
It was reported that via alert transmission, post-paced t-wave oversensing was observed on the ventricular lead. The patient did not receive inappropriate therapy. The oversensing was noted on a real-time egm. Programming changes were made to decrease the ventricular sensitivity. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.